Event description:
It was reported that the patient became nauseated while charging. To correct the issue the device was explanted and replaced on (B)(6) 2025. Therapy was restored.

Manufacturer narrative:
Product#: 1 pi main [pi-2025-0115750-02]. It was reported to abbott a patient reported their charger disconnects from the ipg whenever they moved. The ipg appeared flat on the patient¿s back but was near curve of their spine. The rep was able to charge to 100%. There was high impedance on contacts 1-8 and the patient reported getting nausea when charging. The patient still had effective therapy. The patient was not interested in a revision. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Product#: 2 pi main [pi-2025-0115750-01]. It was reported to abbott a patient reported their charger disconnects from the ipg whenever they moved. The ipg appeared flat on the patient¿s back but was near curve of their spine. The rep was able to charge to 100%. There was high impedance on contacts 1-8 and the patient reported getting nausea when charging. The patient still had effective therapy. The patient was not interested in a revision. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported observation of charging issues was not confirmed during electrical analysis when referencing the ipg. The device successfully charged to 48% capacity during lab testing. The root cause of the observation was not ascertained. Based on the charge event log the device charged normally when subjected to charging. The ipg diagnostic logs did show high impedance on all electrode for lead #1. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection, all test steps passed.